Event description:
It was reported that the patient experienced presyncope and presented to the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(4) 2015.

Manufacturer narrative:
(B)(4).